Event description:
The physician attempted to place a biodiv ysio oc 4.0 x 18mm stent in the right coronary artery which was reported to be 70% stenosed, moderately calcified, and moderately tortuous. Pre-dilation of the vessel was performed. After crossing the lesion and positioning the stent, the physician was unable to deploy the stent. It was reported that contrast was leaking from the area where the y-connector meets the shaft of the stent delivery system. After removing the stent delivery system and guide wire back through the guiding catheter, the physician visualized a crack in the stent delivery system just distal to the y-connector. It is unknown if the balloon of the delivery system was prepped prior to use. The physician successfully placed another MFR's stent of an unspecified size at the lesion. There were no reports of adverse pt events. Although requested, no add'l info has been provided.